Event description:
According to the reporter; during a wedge resection involving a tumor of the lung, at the third firing of the device the surgeon fully resected the tumor with the tumor fully stapled however the other side of the device in the lung tissue was stuck. The device was removed by force leaving some torn tissue and oozing bleeding which was treated by oversewing with suture. It was noticed that one staple was caught in the reload cartridge. To most recent status of the patient reports no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was fully fired. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.